Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam110 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that a dog underwent an animal surgery on (B)(6) 2019 and the suture was used to close the incision. The suture had no defects that could be observed during the surgery. Then post-operatively, the suture was found to be broken down in incision.

Manufacturer narrative:
(B)(4). Additional investigation summary: four unopened samples of product code y987, lot # pam110 were returned for analysis. The complaint sample was not received. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.